Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign manufacturer representative regarding a patient receiving intrathecal morphine 15.0 mg/ml at 4.694 mg/day via an implantable pump. The indication for use was not reported. Logs showed a low reservoir alarm occurred on (B)(6) 2018 at 14:01, and an empty reservoir alarm occurred on (B)(6) 2018 at 01:55. There were no patient symptoms reported. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign manufacturer representative. It was reported the pump was refilled, and the patient did not have a problem with the pump.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare professional (hcp) via a manufacturer representative. It was unknown if the cause of the empty reservoir was determined. The hcp dd not recall the patient having any symptoms related to the empty reservoir. The hcp ¿did no know the date¿, but he refilled the pump, and he was not aware of the pump being empty. A refill was done on the (B)(6) 2017. The patient¿s weight at the time of the empty reservoir was unknown.